Manufacturer narrative:
Device is not available for evaluation. If additional information is received it will be reported on a supplemental report.

Event description:
It was reported that the patient developed an anterior open bite and there will be a second surgery performed to revise the mandibular component.

Manufacturer narrative:
The reported event could be confirmed as the surgeon provided the patient¿s CT scan and stone models, which showed the patient¿s current occlusion, and an order for new devices was submitted. The corrected data from initial emdr was the unknown lot number being corrected to t-16-0792. Stryker's clinical consultant reviewed the CT scan, compared it with the proposal photos, and reported that the condyle resection was lower than planned. Overall, the tmj devices were designed and manufactured per specifications. No indication was found of a device failure, malfunction, or other performance issues. A possible contributing factor that could be identified is the surgical technique of the original implanting surgeon not placing the implants in the intended position.

Event description:
It was reported that the patient developed an anterior open bite and there will be a second surgery performed to revise the mandibular component.